Event description:
It was reported that the patient had an elevate anterior along with another graft and a sling implanted on (B)(6) 2015. After implantation, a cystoscopy was performed. The physician noted, "mesh was found in two spots in bladder." The patient had the elevate anterior and a sling were removed. The other graft remained implanted. The physician "closed one hole in bladder and left catheter in." No further patient complications were reported in relation to this event. (B)(4).